Event description:
Baxter reported some cracks on the tubing of the transfer set. Leakage was noted from the cracked area. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.